Event description:
It was reported that the physician was exercising the helix of the right ventricular (rv) lead prior to implant but the helix did not deploy after twenty five rotations. The physician then manipulated the lead tip with their finger and the helix rapidly deployed. The helix was retracted in a normal fashion but again would not deploy with twenty five rotations. The lead was not attempted. A different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).